Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the diagonal (dx) artery. The physician atempted to place the 2.50x16mm taxus express2 drug elutng stent, when the stent struts were found to be deformed. The stent was removed from the guide and the procedure was completed with a different device. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
Device has been received for analysis, however, additional testing has not been completed at the time of this report.